Event description:
Customer's sister reported that customer had passed away. The last recorded blood glucose reading was 36 mg/dl. Leading up to this event, it was reported that the customer had frequent cases of low blood glucose. The cause of death was atrial fibrillation caused by diabetes and customer was wearing the insulin pump at the time of death. Customer's sister also stated that she felt the customer's hcp was responsible for the low blood glucose events and possibly also her passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.